Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) stated that the top area of the cycler is peeling off and looks burned out. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported product complaint. The pdrn stated that a liberty cycler machine appeared burned on the top portion near heating element. The heat made an impression of a solution bag. The paint was completely off making a horseshoe shape. The pdrn did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the top portion damage found near the heating element. The pdrn could not confirm the machine usage hours. The pdrn stated that the cycler was replaced and the replacement is being used without any further issues. Additionally, the pdrn confirmed that there was no damage observed on any other components, or any other additional issues, associated with the damage. The pdrn confirmed that a patient was not connected to the machine at the time the damage was found and there was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed damaged heater tray paint. Although there was evidence of dried fluid present within the cassette compartment on the top cover, on the pump door, near the catch posts, and on the safety clamp, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 12500ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, temperature calibration at ambient temperature test, heater calibration test, load cell verification test, current leakage test, and catch post hipot test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and behind the front panel, and behind mushroom heads a & b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) stated that the top area of the cycler is peeling off and looks burned out. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported product complaint. The pdrn stated that a liberty cycler machine appeared burned on the top portion near heating element. The heat made an impression of a solution bag. The paint was completely off making a horseshoe shape. The pdrn did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the top portion damage found near the heating element. The pdrn could not confirm the machine usage hours. The pdrn stated that the cycler was replaced and the replacement is being used without any further issues. Additionally, the pdrn confirmed that there was no damage observed on any other components, or any other additional issues, associated with the damage. The pdrn confirmed that a patient was not connected to the machine at the time the damage was found and there was no harm to any patients or individuals because of this malfunction.